Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Lots of noise on this rv lead, inappropriate shock on (B)(6) 2011. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).